Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 08-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in lower back") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2018, she experienced back pain (seriousness criterion medically important), headache ("headaches"), wrist pain ("wrist pain"), menstruation irregular ("irregular menstrual cycles with frequent heavy menstrual bleeding"), heavy menstrual bleeding ("irregular menstrual cycles with frequent heavy menstrual bleeding"), abnormal weight gain (" significant weight gain"), gastrooesophageal reflux disease ("gastroesophageal reflux"), alopecia (" hair loss"), pollakiuria (" frequent urination (6 to 10 times/day)"), constipation ("frequent constipation"), paraesthesia (" pins and needles in the hands and legs on walking"), aching in knees ("pain in the knees"), pelvic pain ("pain in pelvis when going from sitting to standing"), pain in extremity (" pain between the thumb and index finger during prolonged use") and fatigue ("chronic fatigue"). In (B)(6) 2022, she experienced urticaria ("first episode of urticaria"). In (B)(6) 2022, she experienced depression ("significant depression"). An unknown time later she experienced sick leave ("sick leave"). Essure treatment was not changed. At the time of the report, the urticaria had resolved and the depression and sick leave had not resolved. The outcomes for back pain, headache, wrist pain, menstruation irregular, heavy menstrual bleeding, abnormal weight gain, gastrooesophageal reflux disease, alopecia, pollakiuria, constipation, paraesthesia, aching in knees, pelvic pain, pain in extremity and fatigue were unknown. No causality assessment was received for essure with regard to headache, wrist pain, menstruation irregular, heavy menstrual bleeding, abnormal weight gain, gastrooesophageal reflux disease, alopecia, pollakiuria, constipation, paraesthesia, aching in knees, back pain, pelvic pain, pain in extremity, urticaria, depression, sick leave or fatigue. The reporter commented: patient¿s current status: still on sick leave due to severe depression, consultations and tests ongoing to find an explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in lower back") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2018 she experienced back pain (seriousness criterion medically important), headache ("headaches"), wrist pain ("wrist pain"), menstruation irregular ("irregular menstrual cycles with frequent heavy menstrual bleeding"), heavy menstrual bleeding ("irregular menstrual cycles with frequent heavy menstrual bleeding"), abnormal weight gain (" significant weight gain"), gastrooesophageal reflux disease ("gastroesophageal reflux"), alopecia (" hair loss"), pollakiuria (" frequent urination (6 to 10 times/day)"), constipation ("frequent constipation"), paraesthesia (" pins and needles in the hands and legs on walking"), aching in knees ("pain in the knees"), pelvic pain ("pain in pelvis when going from sitting to standing"), pain in extremity (" pain between the thumb and index finger during prolonged use") and fatigue ("chronic fatigue"). In (B)(6) 2022 she experienced urticaria ("first episode of urticaria"). In (B)(6) 2022 she experienced depression ("significant depression"). An unknown time later she experienced sick leave ("sick leave"). Essure treatment was not changed. At the time of the report, the urticaria had resolved and the depression and sick leave had not resolved. The outcomes for back pain, headache, wrist pain, menstruation irregular, heavy menstrual bleeding, abnormal weight gain, gastrooesophageal reflux disease, alopecia, pollakiuria, constipation, paraesthesia, aching in knees, pelvic pain, pain in extremity and fatigue were unknown. No causality assessment was received for essure with regard to headache, wrist pain, menstruation irregular, heavy menstrual bleeding, abnormal weight gain, gastrooesophageal reflux disease, alopecia, pollakiuria, constipation, paraesthesia, aching in knees, back pain, pelvic pain, pain in extremity, urticaria, depression, sick leave or fatigue. The reporter commented: patient¿s current status: still on sick leave due to severe depression, consultations and tests ongoing to find an explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.